Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace battery now alarms. The customer¿s blood glucose level was 13 mmol/l. Customer stated that they had trouble with insulin pump. It was reported that they had changed battery and got replace battery. Customer did not receive a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert, replace battery now alarm or power loss alarm noted during testing.